Event description:
The pt was admitted for an elective coronary angiogram. The target lesion was the 1st diagonal branch. The lesion was a restenosis of poba and eccentric lesion. Aha/acc classification of the vessel was a type b2. The target lesion was pre-dilated with a balloon (2.0/unknown mm) at 8atm. Inflation time is unknown. A cypher stent (2.5/18mm) was implanted at 14atm for 30 seconds. Post-dilation was not conducted. Ivus was conducted. Timi flow before the procedure was 0%. Act was not measured. The % of stenosis was 90% at the proximal left anterior descending, so a cypher (3.5/23mm) was implanted there. Stenosis was confirmed at the posterior descending artery and the atrioventricular branch, therefore a cypher (3.0/13mm) was implanted at the posterior descending artery and the drive (medtronic (3.0/15mm) was implanted at the atrioventricular branch.